Event description:
It was reported that the ilet bionic pancreas displayed a persistent ¿65 ¿ audio over/under current¿ alarm and repeatedly prompted a restart despite multiple attempts, and a replacement device was shipped. No symptoms or adverse clinical effects reported. Outcomes included no health impact, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and verification of device information. Investigation of this case revealed a suspected device malfunction affecting the audio subsystem that did not result in patient harm. It was concluded that the event was related to a device malfunction without clinical consequences.